Event description:
The hosp reported that recently during endoscopic vein harvesting procedure, an endoscope had issues with the CT telescopes, the lighting wouldn't get very bright. Pt effects are unk at this time.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal complaint number - (B)(4).